Event description:
Information received from the field does not address the patient's clinical status but notes oversensing of r waves. Lead impedance was 400-500 ohms and oversensing still occurred at 10mv resulting in pauses.